Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) from (B)(6), alleging that their onetouch verio iq meter was prompting an unspecified message. The patient did not allege any harm or injury because of the reported issue. During troubleshooting, the patient told the customer care advocate that the subject meter "was faulty." However, the patient did not provide specifics about the alleged message. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was prompting an unspecified message. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 (submission 12/12/2012)-device evaluation: lifescan received the meter with the complaint and completed device evaluation on (B)(4) 2012. The returned meter passed testing. The alleged complaint was not confirmed.